Manufacturer narrative:
Analysis of the device found that the handpiece runs very rough, it will be disassembled for further inspection. The motor is worn. The nose bearing are corroded and one nose bearing is broken and stuck in the nose housing. The middle bearing is corroded and the rear bearing is worn. The release collar is worn. The laser makings on the bur lock alignment ring and tag are faded the o-rings and balls are worn. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider reported that the handpiece overheated prior to the procedure. They checked out the proper functioning of the handpiece. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon follow-up, it was mentioned that the handpiece overheated gradually.